Event description:
It was reported that; the inner shaft of the inserter have been bent when implanting interbody. The bent portion is the threaded, distal tip.

Manufacturer narrative:
Risk assessment. The device was not returned and no lot# was provided. It is likely that the instruments deformed due to normal wear and tear of instruments.

Event description:
It was reported that; the inner shaft of the inserter have been bent when implanting interbody. The bent portion is the threaded, distal tip.